Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6) ) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 2 days (24oct2023 ¿ 26oct2023 per timestamp). Atypical power cable disconnect alarms consistent with rsoc invalid faults were intermittently active from (B)(6) 2023 at 15:20:02 ¿ (B)(6) 2023 at 08:45:36. The alarms occurred on both power cables while the controller was connected to both battery power and the mobile power unit (mpu). The alarms were not consistent with normal power source exchanges. The alarms cleared shortly after activating. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Additional information provided on 30oct2023 stated the controller was exchanged without issue. The alarms cleared after the exchange. The controller will not be returning. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6) ) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that while the patient was connecting to their mobile power unit (mpu), the white power lead connected and received power without issue, but when the black power lead was connected to the mpu, both power leads indicated power cable disconnect and the system controller showed it was running on the backup battery. The patient was then connected to the power module; the white power lead connected without issue, but when the black power lead connected to the power module, a power cable disconnect alarm was indicated. It was noted that no alarms were present when connected to battery power. Log files were submitted for review. The log file captured multiple power cable disconnects while connected to the mpu and it appeared to be some type of power issue. The system controller was exchanged and resolved all alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.